Manufacturer narrative:
The diamond clean brush head is an accessory to the sonicare toothbrush. The model number of the brush head was not provided. Complaint received from (B)(6). A risk assessment has been performed indicating the risk of serious injury from this malfunction is unlikely given all materials are biocompatible and the bristles are too small to block airway.

Event description:
Consumer called stating that bristles from the diamond clean brush head were falling off in their mouth. No injury reported.